Event description:
I spoke to a customer service person on tues, (B)(6) 2013. Guard come apart is now in 2 pieces. I think I threw out the receipt and he said that was ok and to send code on bottom of the box and the bar code which I have included. Thanks so much. Lot: 022303.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.